Event description:
A customer reported a power source alert with their original tandem cable. The customer was able to successfully charge the pump using an alternate usb cable. There was no adverse impact to the customer¿s blood glucose level.